Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and symptoms of diabetic ketoacidosis. The customer¿s blood glucose level was 450 mg/dl. The customer had been using the insulin pump within 48 hours of high blood glucose level. The customer experienced difficulty in breathing. The customer treated high blood glucose levels with multiple dose injections. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose levels. The customer alleged the insulin pump for under delivery because she did not feel her blood glucose changed under insulin pump therapy. They also reported that there were air bubbles of 0.5 inches at the end of the tubing. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, force sensor test. Unable to perform the occlusion test and displacement test and displacement accuracy test due to missing retainer ring. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed (0.0) units of normal bolus was delivered on (06/11/2020). Found evidence of moisture damage on the pcba 1 and force sensor. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, detached retainer, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, stained serial label, missing o-ring (reservoir tube). Unable to lock the p-cap into place due to missing retainer ring. No under delivery anomalies noted during testing. Under delivery is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.